Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The impella pump had been in place for 8 days without issues. An echocardiogram performed the previous day showed a 3.4 cm position with no concerns. Subsequently, the patient developed persistent suction alarms that could not be resolved. The pump appeared to have a motor issue, possibly related to thrombus formation and prolonged duration of support. A bicarbonate purge was initiated along with systemic heparin. The pump was originally scheduled for explant 4 days earlier; however, the patient became possibly septic, and the decision was made to keep the device in place through the weekend. The pump stopped functioning sometime late in the evening on (B)(6), and the team was notified the following morning.

Manufacturer narrative:
No product or logs were returned for evaluation. Thrombosis, tachycardia, sepsis: clinical details noted that the patient was experiencing sepsis and tachycardia while on support. Additionally, there was a concern for thrombus on the pump as well. In order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pump stop: clinical details noted that the pump was experiencing low flows and spiking motor current before a pump stop occurred on the 8th day of support. The cause of the pump stop could not be determined as no product or logs were returned for evaluation. Low pump flow: clinical details noted that low flows and suction alarms were occurring on the 8th day of support. Suction alarms were not able to resolve and pump would not flow above 1.6 no matter the p-level. The cause of the low pump flows could not be determined as no product or logs were returned for evaluation. Pump sn: (B)(6) passed all post-sterile inspection checks. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.